Event description:
It was reported by the customer that the pyxis medstation es system barcode scanner cable is disconnecting and reconnecting required replacement. A customer indicated that there had been delays in issuing medication for patients due to a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that scanner cable failure. A field service engineer substituted the faulty barcode scanner cable and successfully addressed the problem. The system functioned as intended after field service engineer troubleshooting.